Event description:
It was reported that patient had evidence of hemolysis on labs and left ventricular assist device parameters were normal, and no cause was identified. The peak lactate dehydrogenase was 555 u/l. The log files were sent for review and showed a couple of low flow events on (B)(6) 2021 at 11:26 am and 11:57 am with the calculated flow at 2.5 liters per minute (lpm). The flow recovered back to 3.0 lpm on (B)(6) 2021 at 1:14 pm. On (B)(6) 2021 during workup the patient developed a profound rectal bleed that required a massive transfusion. A computed tomography angiogram showed active extravasation 3-4 cm above the anal verge. Interventional radiology (ir) evaluated the patient adn did not think there was anything intervenable with the patient's history abdominal aortic aneurysm of post stenting. A colonoscopy was done and clipping and balloon tamponade were done and unsuccessful. Surgery was recommended to resolve bleeding but patient did not want to undergo an additional surgery and elected to be made comfort measures only (cmo). Support was discontinued and the patient passed away on (B)(6) 2021. The cause of death was the lower acute gastrointestinal (gi) bleed and being made cmo. The pump was working as intended. The bleed was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had evidence of hemolysis, with normal lvad parameter. A review of the patient¿s log files revealed that there were 15 low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 2.4 lpm. Of these faults, 2 lasted over 10 seconds and low flow alarms were triggered. No other atypical events were captured. The pump appeared to function as intended at the set speeds. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until the patient died on 17oct2021. No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, ¿introduction,¿ lists bleeding, hemolysis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Heartmate 3 lvas IFU, rev. C, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07aug2021. No further information was provided. The manufacturer is closing the file on this event.